Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: "precautions; failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok and needle hub connection."

Event description:
Healthcare professional reported one syringe of juvederm ultra xc had "the needle blow off." Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
(B)(4). Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported one syringe of juvederm® ultra xc had "the needle blow off." Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.